Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's grandmother reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that two weeks prior the customer had muscle spasms but blood glucose was stable. The day of the event the customer barely had dinner, he was having cold sweats, some memory loss and blood glucose was over 300 mg/dl so grandmother took him to the hospital. Customer has not been wearing the insulin pump for 30 minutes before the hospitalization. It was also reported that since being released, he had a low blood glucose event of 32 mg/dl and he treated with glucose tablets and liquid glucose. Customer was not present to troubleshoot, they would call back.